Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, pacing inhibition, noise and a lead warning for high and undefined impedance. The right ventricular (rv) lead was both explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2021 it was further reported that rv lead probable insulation failure was found. It was also reported that the second rv lead also showed noise leading to pacing inhibition. The second rv lead remains in use.